Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the heavily calcified left superficial femoral artery (sfa). The 5 x 60 mm fox sv dilatation catheter was advanced to the target site without difficulty. On the first inflation, the dilatation catheter balloon burst after being inflated for 18 seconds at 10 atmospheres. The device was removed without difficulty and there was no adverse patient effect. There was no clinically significant delay. A second same size fox sv dilatation catheter was then used without difficulty. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.